Manufacturer narrative:
(B)(4). Customer advised they purchased a replacement uim through a 3rd party and the ventilator is working fine. The suspected uim was not returned to vyaire for evaluation.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Any additional information received regarding this complaint will be submitted in a follow-up report.

Event description:
It was reported to vyaire that the avea ventilator uim touchscreen was scratched and does not respond. The customer advised there was no patient involvement.